Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received low battery alert, failed battery test, button error alarm. The customer also states that the buttons are less responsive. The customer's blood glucose level was not provided at the time of the incident. The device will not be returned for analysis.